Manufacturer narrative:
Results evaluations: the sample involved in this event has been returned for eval. Upon completion of the report, a f/u report will be submitted. The user facility did give two possible lot numbers. Review of manufacturing records, for both lots, showed no problems during manufacture.